Event description:
General report of undocumented incidences of the safeset port coming out of pressure monitoring kit for the last 6 months rec'd. The clinicians have reported that when attempting to access the safeset port with a blunt shielded canula, the plastic around the rubber port cracks requiring set changes to solve the problem. No reports bleedback or blood loss reported, no incident reports filed, no report of pt harm.